Event description:
The philips field svc engineer reported the battery will not hold a charge and the device shut down unexpectedly. There was no pt involvement.

Manufacturer narrative:
(B)(4). The philips field svc engineer reported the battery will not hold a charge and the device shutdown unexpectedly. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.